Manufacturer narrative:
Concomitant medical product: product ID: addrl1, ipg (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, syncope and had several falls. In addition, the patient reported that after these episodes they would harm themselves by beating themselves in the head. An interrogation showed right ventricular (rv) lead noise and intermittent capture. It was noted that the patient was severely dehydrated. The lead was capped and replaced. No further patient complications have been reported as a result of this event.